Event description:
On (B)(6) 2013, at (B)(6) center, birmingham, al, for cardiohelp unit (B)(4) while performing service on the unit, the unit powered up with a "battery 2 needs service" message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).